Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it is possible that the patient¿s elliptical annulus and moderate native calcification may have contributed to the annular rupture and subsequent aortic dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Images were provided to edwards for review. The images were reviewed by an edwards physician proctor. The following observations and impressions were provided: cine images were submitted for review, no echo or CT images were provided. Angio: severe native leaflet calcification noted. Bav performed, due to calcification balloon unable to fully expand. No contrast injection performed with bav. Valve has adequate coaxial alignment. Valve appears too low in lvot prior to deployment. Annular rupture noted on valve deployment. Upon final expansion, contrast can be visualized in the myocardium. From the images, the valve was too large for the patient due to calcium load. Impression: annular rupture is confirmed. CT images would be needed to confirm if valve was oversized.

Event description:
As reported by our affiliates (B)(6), post valve deployment, an annular rupture was observed, requiring surgical repair. Initially, balloon aortic valvuloplasty (bav) was performed prior to valve deployment. The valve was deployed correctly; however, a few minutes later an aortic dissection type a was seen on echo. During the deployment, aortogram was performed and at partial inflation, the pigtail got caught with sapien xt and the physician pulled up faster it. The interventional cardiologist thought that was probably the cause of the dissection. The patient went to the or for replacement of the ascending aorta in stable conditions later, the interventional cardiologist informed the cardiac surgeon that he found a rupture of native aortic ring. He stated the cause of the aortic dissection had been the aortic annulus rupture. Bentall procedure was performed and the aortic arch and valve were replaced. As per medical opinion, the most probable cause of the rupture was due to calcification of the native valve. One day later the patient passed away due to heart failure. The patient initially had a low ef and he could not handle weaning off of the cardiopulmonary bypass as there was no contractile reserve. The patient¿s native annulus measured 33x25mm2 via CT, with moderate native annular and leaflet calcification.